Manufacturer narrative:
Correction to remove the device identifier (gtin) provided in the initial emdr. The device was manufactured in 2010. And a gtin number did not exist. No other changes have been made to the device information for this event.

Event description:
It has been reported, that the device is failing self-test.